Manufacturer narrative:
Eval summary: the liner and head have an in-vivo time of 18 days. A definitive root cause cannot be determined with the info provided. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0. X 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to pt infection. No devices or photos were received; therefore the condition of the components is unk. Review of complaint history indicated no previous complaints for the lot codes associated with the head and liner. Review of the mfg records for lot codes associated with the devices identified that the head and liner conform to specifications.

Event description:
It is reported that pt underwent a revision due to infection.